Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, one photo was provided for review. The photo shows a partial view of the catheter in which the trocar needle was noted to be slightly protruding from the drainage catheter tip, and it is not sufficient enough to determine whether the product did not meet specifications. The manufacturing evaluation states that, the photo shows the defect exists; however, it is not possible to determine whether or not the concern is manufacturing related without the physical sample. Therefore, due to the absence of supporting evidence, the investigation is inconclusive for reported trocar needle length issue for all the three devices. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound guided ascites percutaneous drainage catheter placement procedure using navarre drainage catheter. Prior to the procedure, it was noted that the length of trocar needle was allegedly shorter than catheter. The procedure was completed using another device. There was no patient contact.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound guided ascites percutaneous drainage catheter placement procedure using navarre drainage catheter. Prior to the procedure, it was noted that the length of trocar needle was allegedly shorter than catheter. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.